Event description:
It was reported there was a catheter migration. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient experienced decreased therapeutic relief and increased spasms. The daily rate was increased 9 percent on (B)(6) 2011. X-ray was done on (B)(6) 2011 and the results revealed that the catheter had migrated. The pump was rotated to flex dosing on (B)(6) 2011. The catheter was replaced on (B)(6) 2013. The patient outcome was noted as resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j10990r51, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type catheter; product ID 8711, lot# l78727, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# l78727, implanted: (B)(6) 2001. Product type: catheter: product ID 8709, lot# j10990r51, implanted: (B)(6) 2002, explanted:unk. (B)(4).